Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that during insertion, the spring wire guide (swg) became stuck in the introducer needle soon after it passed through the tip. As a result, the user tried to remove the introducer needle even though the tip of the swg had not yet been placed in the superior vena cava (svc). At that time, the outer coil of the swg extended during needle removal. The swg and needle were removed as one and a new kit was opened and used. There were no reported patient complications. Additional information received on (B)(6) 2010 from arrow (B)(6) stated that the swg unraveled. Note: the user stated he understood incorrect technique caused the extension of the swg.